Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal and bleeding was observed during a laparoscopic colon procedure from the seal area. End tones, indicating a completed seal cycle, were heard. No transfusion was necessary and the bleeding was stopped with sutures. There was no injury.